Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the uv-flash transfer set had a loose connection with a titanium adapter. The reporter further stated the gap between the transfer set and the titanium adapter was narrower than usual when attempting to establish the connection. The titanium adapter was reported to still be in use. This occurred during patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.